Event description:
Observed a false positive pt result for troponin I on their vitros eci system. The result was questioned by the supervisor, and retested, with an amended report submitted to the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as the result of this event.